Manufacturer narrative:
Concomitant medical products, device evaluated by MFR: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(4), did not confirm the report of inflow conduit malposition. A specific cause for this event, as well as the report of insufficient left ventricle filling time resulting in elevated pulmonary capillary wedge pressure and insufficient forward flow, symptoms of dizziness/syncope, and groin abscess, could not be conclusively determined through this evaluation; however, it was reported that the patient¿s symptoms were caused by the pump malposition. The pump was returned assembled with the pump cable severed approximately 14¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft, outflow graft bend relief, and apical cuff were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was admitted on (B)(6) 2019 with recurrent symptoms. Etiology remains the same. The patient has insufficient left ventricle filling time for lvad. The patient is symptomatic from both elevated pulmonary wedge pressure (pcwp) and insufficient forward flow. The patient underwent pump exchange on (B)(6) 2019 due to inflow malposition.